Manufacturer narrative:
This medwatch report is for the advantage system used. (B)(4).

Event description:
Reporter alleged obtaining a result of 246 mg/dl on the advantage system compared back to back with a result of 97 mg/dl on the aviva system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that on the sixth firing of the device the staple line had an unformed staple across the jejunum. The staple line was oversewn to complete the case. There was no reported patient consequence.